Event description:
The consumer indicated that she developed a rash, bacterial vaginosis and a urinary tract infection after tampon usage. She also indicated that she suffered two miscarriages over the past 4 months. The consumer stated that she developed an itchy rash in the small of her back, which consisted of red raised bumps, shortly after using tampons about four months ago. During this time, she also experienced fever, chills, severe pain and aching in her legs, back, stomach and buttocks. The rash eventually cleared. However, the consumer's husband indicated that he also developed a sore throat and rash on his arms which he assumed was transferred from his wife. The consumer also indicated that she had visited her doctor in november and the emergency room in december and was diagnosed with a urinary tract infection. She stated she was prescribed antibiotics by her doctor for treatment of uti. She also stated that she has experienced recurring cases of bacterial vaginosis since (B)(6) and suffered two miscarriages. Most recently she spent a night in the ER in (B)(6) with another uti. She indicated that her physician could not determine the cause of her medical issues, but she feels they are due to tampon usage.

Manufacturer narrative:
The complaint sample was not available; therefore a product evaluation was not performed. A document and records review was performed of the reported lot ac225725x2201. Documentation assessed includes: manufacturing, qa audit, micro, operator entry, and production line logs, raw material, finished product testing and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. The cause of these events could not be determined. The linkage of causality to the device was assessed as possible based on the absence of sufficient information. Information from this incident will be included in our product complaint and MDR trend analysis.